Event description:
When opening the cook clip the prongs were stuck and the clip was unable to open up. The clip was deployed into the stomach. This occurred on initial use of device. Was the handle spool held during advancement of the clip through the accessory channel: yes during use of the clip, what was the position of the endoscope (straight, angled, retroflexed): angled please describe at what point the difficulty occurred: clip extending from endoscope and open. Did the clip detach from the delivery system, or did the clip remain attached to the delivery system: no if the clip detached, was it in the opened or closed position. Was the clip able to be opened for removal from the clipping site: it was never clipped onto the site.